Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation was damaged and the outer coil was fractured at 27.4 cm - 27.8 cm from the connector pin. Signs of compression were noted on the outer coil in this region. The damage found in the region was due to clavicular crush.

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.